Event description:
As reported: "a medial column plate was used from the variax set, the surgeon drilled the oblong hole using the compression side of the drill guide, to achieve compression, with a 2.6mm drill bit. He placed a 3.5mm nl screw in the hole and while he was tightening to achieve compression, the screw fell through the plate. The surgeon backed out the screw that had fallen through the plate, and then replaced same screw back in the plate. This caused around a two-minute delay."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device remains implanted in patient.